Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user states, the leg is bending on the shower chair.